Event description:
Dehiscence of ventral herniorrhaphy with surgical mesh. Returned to surgery for repair dehiscence and ventral herniorrhaphy.operative note: patient noted in rr to have disruption of the lower part of his ventral abdominal hernia repair. Bard composite graft was attached three fourths of the way around his ventral abdominal wall defect. However, distally in the lower part of the incision he had disrupted not only his 1-0 prolene horizontal mattress sutures but also the staples. Bard composite graft and the staples achieved very poor adherence of the mesh to the abdominal wall. Increased the length of his bard composite graft by sewing another piece of bard composite graft to the ventral aspect of the largest of the bard composite graft that was previously placed.